Event description:
Reporter indicated that a dell handheld computer has frozen numerous times. The handheld has frozen while viewing the database and during interrogations. Soft resets and pulling and re-inserting the flashcard were reported as unable to resolve the issues. Good faith attempts for the return of the device have been unsuccessful to date.